Manufacturer narrative:
MDR 3003442380 -2024-09720 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set fell off during use. Issue occured in two sets on (B)(6) 2024. Infusion set was in use for one set almost immediately and the other set after about 12 hours. No further information was available.